Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.0, lab: 2.1. Date: (B)(6) 2011, inratio: 1.3, lab: 2.0.

Manufacturer narrative:
Investigation pending.